Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to occlusion issue, which led to high blood glucose level event on (B)(6) 2026. The blockage was located in the tubing. The patient's blood glucose level was high, and was treated with correction bolus via pump. No further information available.